Event description:
The hospital reported that the acrobat suv stabilizer was defective. The customer tubing with the spring was pulled out and off of the acrobat suv stabilizer. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. Awaiting further information from the reporter. Maquet cardiovascular anticipates the return of the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. Items marked "ni" are unk to us at this time. (B)(4).